Event description:
It was reported that the patient had redness and swelling around the pump shortly after implant, which gradually got worse. The healthcare provider (hcp) was unsure what was causing the event, and wondered whether the patient might be having an allergic reaction to something. Culture and sensitivity were done; an infection was found, and antibiotics were given to the patient. The specific dates were unknown. The patient issue had improved; the patient had improvement to the site. The patient had always been receiving effective targeted drug delivery. The pump system was being used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l56468, implanted: (B)(6) 1999, product type: catheter. (B)(4).